Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c plunger rod was broken/damaged. The following information was provided by the initial reporter: "when utilizing a 3ml syringe to pull up medication, the plunger broke when withdrawing medication."